Event description:
It was reported that the customer had an absence of a no delivery alarm. Customer's blood glucose level is 234 mg/dl. Customer was assisted in performing a high pressure test. Customer declined any replacement infusion sets. Customer was advised to monitor the pump and call if a problem occurs. Customer stated that sometimes her infusion sets are bent at the cannula. Customer feels there may be a bit of scar tissue from infusion sets in the past. Customer keeps sets in 4 days. Customer was advised to be sure not to press too hard when inserting to avoid the cannula going into the muscle tissue and bending. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).